Event description:
Livanova received a report about heater cooler 3t system showing error message ee7 ("stirrer mechanism is blocked (too slow)" ) while pump was not working on patient side. There was no patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11 livanova deutschland manufactures the heater cooler 3t system, the issue occurred in egypt. Reportedly, the customer's biomed service technician replaced the processor board, solving the problem and then returned the unit returned to service. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of manufacturing. Based on investigation findings, the root cause of the event was attributed to defective processor board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.